Event description:
On 6/20/92 the balloon pump was connected to a patient with a post aneurysm repair. The pump and catheters were checked for blood and correct operatin for three days and everything appeared correct. On 6/23/92 the balloon pump was disconnected from the patient. At that time it was discovered the balloon pump ha ruptured in the patient with the patient's blood going back into the machine causing extensive amage to the balloon pump. The patient did not receive any apparent injury. The alarm did not go off nor was there any outward appearance of the balloon pump malfunction. In retrospect, the pump could not have working for this patient as it was filled with blooddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, alarm failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.